Event description:
It was reported that the patient experienced pain at the ipg site following weight loss and migration of the right s1 lead after falls. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the right s1 lead was explanted and replaced, and the ipg site was revised. It is unknown which lead was at fault.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.